Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend. The product was not returned.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2011-00325. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to reaction.